Manufacturer narrative:
We could not reliably determine the cause for the difficulty reported as the needle was not returned for evaluation.

Event description:
During a laparoscopic nissen procedure, the needle broke off. It was retrieved without pt injury and another device was applied.